Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cheek bone open reduction internal fixation (orif) on (B)(6) 2018, the reported handle was broken due to the joint bolt came off when the surgeon inserted the screw into the patient¿s cheek bone. The surgery was completed by using alternative handle. There were no broken parts in the patient¿s body. There was no surgical delay and there was no adverse consequence to the patient. Patient outcome reported as fine. This report is for one (1) handle-medium mini-quick-coupl. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 311.012; lot: 9656364; manufacturing site: haegendorf; release to warehouse date: october 30, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional visual inspection: no breakage can be confirmed, no component is missing, the device is completely intact. We found that the joint shaft, which holds the blue handle in position, is not tightened. In general the device is in a used condition; there are wear marks at the handle and coupling piece visible. Function test: the joint shaft can be tightened and untightened without any issues. Also, the coupling is fully functional and can be moved without any issues. Summary: the complaint is unconfirmed as the received handle-medium with mini-quick-coupling is intact and functional as required. As visible on the corresponding disassembling instruction, the joint shaft is designed to be removed for reprocessing. Based on that, we have to assume that the shaft was not tightened after reprocessing, became loose during use and finally fell apart as complained. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of manufacture is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.